Manufacturer narrative:
No product has been returned for evaluation. A review of x-rays films provided do not confirm alleged reported event. Labeling review: potential adverse events and complications- "...potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..."

Event description:
Patient underwent a spinal procedure on l4-s1 vertebral levels. Four weeks post-operative patient was experiencing pain and sacral fracture was identified. Patient underwent a revision procedure where the construct was extended to the pelvis. Patient is reportedly recovering well post revision procedure.